Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) was 150 mg/dl. The customer indicated that the issue was resolved after leaving the pump plugged into the power source and declined assistance from tandem technical support.